Event description:
"Bolts fell out of lift (where the pump attaches). Says, that the hole has enlarged and the bolts won't stay in."

Manufacturer narrative:
No RMA has been initiated for this event. Model 9805p, serial number/date (B)(4) is approximately 2 years of age. The owner's manual part number 1024492 (rev e may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the bolts feel out of the lift, where the pump attaches and that the hole has enlarged and the bolts won't stay in.